Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. After a non-bsc sheath was introduced and a non-bsc guide wire was advanced in the lesion, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was replaced with a 5.0mm x 4cm mustang balloon catheter and dilatation was performed at 20 atmospheres and the procedure was successfully completed. No patient complications were reported.